Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a tip with blow-by. Inspected arm assembly and found dried serum on plunger and tip clamp on position #3. Cleaned tip clamp and sleeve. Replaced plunger clamp. The instrument was tested without further problem and was returned to expected operation.